Event description:
It was reported that during an unknown procedure, there was a broken clamp arm. Another device was used to complete the case. There were no adverse consequences to the patient. Requested and received the following information on 11/20/2009: the surgeon noticed that the white part fell out before using the device on patient. Therefore, there were no consequences: the blade didn't break on device, no piece fall into patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.